Manufacturer narrative:
The pump was returned for eval and meets all product specs. T:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.

Event description:
Customer reported high blood glucose levels with episodes of dka and was taken to the hosp and treated with IV fluids. After treatment, blood glucose levels stabilized.